Manufacturer narrative:
The specific component has not yet been returned for investigation. The device history record was reviewed and found to be conforming. After return of the component and completion of the investigation an amended report will be submitted. (B)(4).

Event description:
It was reported that a pt's face was hit by the detector grid during a chest exposure performed with the ddr element. No medical treatment was required.